Event description:
It was reported that during implant of the lead the lead impedances were low and variable. When the physician connected the lead to the device there was loss of capture. The physician tried to re-position the lead but the helix would not retract. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/st retching/overstress, and visual summary analysis of the lead indicated damage at implant. The analyst also noted:helix is stretched out of specification and does not extend and retract within spec.